Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received nineteen no delivery alarms. Customer reported that blood glucose had gone as high as 575 mg/dl due to no delivery alarm. Customer was able to resolve no delivery with a set change. Customer did not want to return supplies and did not want to troubleshoot for high blood glucose. Customer was advised to call back if alarm persisted in order to troubleshoot.